Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging wires in the cable. Additionally, the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode was unable to undergo incoming functionality testing.